Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Consumer reported complaint of erratic blood glucose test results, the meter is giving erratic results that do not match the patient's a1c results of 9.7 a month ago. (B)(6) is calling on behalf of the customer. The customer is concerned with all tests results from results obtained. The customer's expected fasting blood glucose test result range is 60mg/dll to 250 mg/dl. The product is stored in the kitchen no according to specification. Customer advised of proper storage by manufacturer recommendation. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history:(date / time not set) reviewed meter memory (B)(6) memory concerns: customer is concern with all the results. No adverse event reported.